Event description:
A customer contacted baxter's technical service center to report having a leak in his catheter while using the homechoice (hc) machine. The home patient (hp) explained he had a call into his peritoneal dialysis nurse. The hp had a clamp on the tube so it did not leak. The technical service representative (tsr) explained that the hp needed to contact his nurse as soon as possible. Product surveillance called back the peritoneal dialysis (pd) nurse regarding the reported leak. The nurse stated that the home patient (hp) called into the clinic to report the leak. According to the hp, there were no cracks or holes in the transfer set. The nurse explained that there were no issues with the catheter either. The nurse stated the hp's transfer set was contaminated and therefore, it was replaced. The sample was discarded. The hp was given 1 dose of cefazolin and was able to resume therapy without any problems. There was no patient injury or medical intervention reported. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated the transfer set became loose where it connects to the catheter. The hp did not notice any other damage or problems with the transfer set or catheter. The hp stated the only problem was that the transfer set became loose and did not know what caused this to occur. The hp explained he was able to resume therapy successfully and is doing well.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded